Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro function board and the coin battery on the general interface board were checked. The reported problem could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a communication failure error message. No pt injury was reported.